Manufacturer narrative:
(B)(4). Sample will not be returned for eval.

Event description:
It was reported the io was inserted into the pt without incident. After they removed the stylet, the clinician attempted to manually place the stylet in the needlevise sharps block. At which time, they pressed the stylet with force but were not able to penetrate the sharp block causing them to get a needle stick. The clinician was treated for the needle stick and had blood work completed as precautionary measure. There was no delay in treatment to the pt.